Manufacturer narrative:
A remote service engineer (rse) remotely accessed the unit, rebooted host and issue was solved. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The device was operational after the unit was rebooted. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the telemetry screens are not alarming. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.